Event description:
International complaint received from japan ncc. Customer reports during patient use with lidocaine, morphine, hydrochloride and ketamine the male connector separated. Blood back occurred but no treatment required and no injury. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The code reported by international affiliate was listed as a2n3371, lot s06g18175r or s06g21088r. This code is manufactured in singapore and is only distributed in japan. The medwatch was filed for the us code, 2n3371, which is the same as or similar.